Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 8042b implantable pulse generator (ipg) (B)(6) 2008; 5076 implantable pacing leads x2 (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high capture thresholds. Revision was scheduled, however during the procedure it was found that while the threshold was not optimal, it was felt by the physician that it was acceptable given the desire to minimize risk of extraction. A new device was implanted which has the capability to pace from the ring. The lead remains in use. No patient complications have been reported as a result of this event.